Event description:
It was reported that the stent moved on the balloon. The stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A 16 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, during insertion, it was noticed via fluoroscopy that the stent partially moved on the delivery balloon. The device was successfully removed intact and replaced. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
The device was returned for analysis. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. Visual and microscopic examination of the stent found stent struts pushed distally and bunched in mid-section of the stent. Stent was found with stent struts moved over distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent moved on the balloon. The stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A 16 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, during insertion, it was noticed via fluoroscopy that the stent partially moved on the delivery balloon. The device was successfully removed intact and replaced. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.